Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen at the clinic on (B)(6) 2015 due to blood in his stool. Labs were drawn and the patient was admitted for a gastrointestinal workup. The patient's hemoglobin level was 9 g/dl at the time of admission and rose to 10 g/dl by (B)(6) 2015. An esophagogastroduodenoscopy (egd) was performed and two spots were clipped. One unit of packed red blood cells was given to the patient on (B)(6) 2015 for a hemoglobin level less than 10 g/dl. The patient's pump parameters and vital sign were stable throughout the event. There were no low flow alarms and no other pump related issues reported.

Manufacturer narrative:
Approximate age of device - 9 months. A correlation of the device to the reported gastrointestinal bleeding could not be determined. The patient remains ongoing with the implanted device. A review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event. Placeholder.